Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, during a post-surgery follow-up for swelling and discomfort, broken screws were discovered via radiographic images on (B)(6) 2023. Additional information indicates plate placement was not optimal and may have contributed to the reported issue. The device was not returned to the manufacturer for evaluation as it currently remains implanted in the patient. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, the device was likely subjected to excessive bending stresses which resulted in its breakage. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, during a post-surgery follow-up for swelling and discomfort, broken screws were discovered via radiographic images on (B)(6) 2023. No other patient outcomes were reported as a result of this event.